Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6) 2013. This has no yet been explanted. The patient suffers from bone damage and/or loss, instability, and component loosening. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D10: concomitants: 1943251 02-010-01-0335 - logic femoral ps cem right sz 3.5. 2497970 02-012-35-3511 - logic tibia ps mod insrt sz 3.5 11mm. 2520566 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t. 2712337 200-02-35 - three peg patella 35mm. Pending investigation.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code, medical device problem code, component code, type of investigation, investigation findings, investigation conclusions. The reason the reported event cannot be confirmed from the information provided but may be due to prosthesis wear, instability, and loosening and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.